Event description:
In 2008, the lay user/pt contacted lifescan alleging the one touch ultra meter prompted the battery indicator icon. The medical affairs specialist was not able to contact the pt to obtain/clarify info. The pt stated the issue first occurred on six days earlier and sometime after the issue, he felt shaky. The pt did not take any action regarding diabetes treatment as a result of the reported issue and denied seeking medical attention. It would be helpful to know when the symptoms started, whether the pt was able to test after the battery indicator appeared, whether the pt adjusts his medication based on meter readings, the readings prior to the pt's symptoms, and whether the issue changed the pt's treatment. During the troubleshooting telephone call it was determined that the pt did not change the battery per the owner's manual and the prod was not new. This complaint is being reported because the pt claimed he saw a battery indicator icon on the meter display and felt shakiness after the issue started. Lifescan considers shakiness a symptom that can be indicative of severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.